Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age and gender unknown), but the energy was not delivered to the pt and a "poor pad contact" message was displayed on the device screen. "After playing with the pads a little, the pt was successfully shocked." The complainant indicated that although "the pt was not wet or sweaty", "the pads did not stick very well". The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The user electrodes were inadvertently discarded subsequent to the event.